Manufacturer narrative:
The root cause could not be determined conclusively. Most likely root cause could be patient movement. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic medical technician reported suction broke in a refractive procedure. Laser was fired and treatment was immediately aborted. The flap was completed using another patient interface.